Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented, component failure of the rigid tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction could not be established and the most probable root cause of the dented rigid tube was traced to component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had anti-fog function error. The issue occurred during inspection for use. There were no reports of patient involvement.